Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the patient cranked up the stimulation and could not feel anything. The impedances showed >3,600. Reviewed imaging might be a good next step and that there was likely a pocket adapter in there to get the dual prog extension to connect to the battery. The rep did not report any fall or trauma. The health care professional (hcp) told the rep they could increase impedance and test for high impedance. Reviewed not with this device. Rep stated that she could not run group impedance because it shocked the patient and the rep had to stop it. The rep provided the electrode impedances seen below. No further patient symptoms or complications were reported in this event. (B)(4).

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator for spinal pain and complex regional pain syndrome type 1. It was reported that the patient had multiple out of range contacts. The caller stated that contacts 4-7 showed greater than 3600ohm. The representative tested contacts 8-11 and impedances were high as well. When the representative switched back to 4-7, contacts 4 and 5 were in range at 2641 ohm and 5 and 6 were 2502 ohms. The rest of the contacts were greater than 3600 ohms. When the representative initially tried to test the lead to see if the patient got stimulation the patient did not. It was advised that the representative attempt to work with the in range contacts. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturing representative (rep). It was reported that the patient had loss of therapy. The rep reported high impedances. The rep reported that when she programmed stimulator. The patient felt stimulation turn on and off. It was reviewed that there is probably an intermittent connection. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that the impedance issue has not been resolved. The contributing factors of the out of range impedance may be the age of the lead because it was originally implanted more than 10 years ago, in the event the patient would require coverage for lower back pain. The patient had not attempted to utilize the lead until now. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017. It was reported that the cause of the high impedances, lack of stimulation, and shocking was not determined. The manufacturer representative stated that the patient saw their healthcare provider (hcp) on (B)(6) 2017 for an evaluation. It was noted that the patient¿s stimulation was reprogrammed to a couple of contacts that were less than 3,600 ohms to get 60% stimulation coverage. It was reported that there was no shocking except with group impedance and there was no continual shocking. The manufacturer representative mentioned that imaging of the leads was done, but nothing was found per the hcp. It was noted that the impedance issue hadn¿t been resolved and the patient was to keep seeing their hcp for surgical evaluation for revision of the leads. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause had not been determined and the impedances had been checked. Different configurations and different leads were utilized unsuccessfully; the intermittent stimulation had not been resolved. No further complications reported.